Event description:
This report is based on information provided by philips remote service personnel and will be investigated by the philips complaint handling team. Philips received a complaint on the tempus pro indicating that the does not charge - looks like the charging plug is damaged. The device was in use during the event however no patient or user health consequences or impact were reported.

Manufacturer narrative:
Updated reporting institution address.